Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. An accident or trauma has been denied.

Manufacturer narrative:
According to the currently available information, damage to the active electrode appears likely. However, based on the received information the cause for the high impedances cannot be determined. In order to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
Hearing performance with the device has been affected. The patient presented in the clinic with 8 channels with high impedance ((B)(6) 2017). Previous measurements taken in (B)(6) 2015 showed impedances on all channels within specifications. An accident or trauma has been denied. Despite request no further information has been received.